Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the buttons are not functioning properly. Complained sensor anomaly and no bg communication. Device passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. Device passed the keypad voltage test. The j1 connector on pcb1 was locked properly during visual inspection. Device communicated and calibrated properly with test guardian link transmitter. Device properly received bg readings from the contour next bg meter. No communication anomalies noted. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed device communicated and calibrated properly with test guardian link transmitter. Confirmed device properly received bg readings from the contour next bg meter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and unable to calibrate. No harm requiring medical intervention was reported. The device will not be returned for analysis.